Manufacturer narrative:
An attempt to reproduce the issue was not performed as it was not necessary to confirm issue. Issue was confirmed through database application logs.after a thorough investigation the software support team confirmed through database application logs that there had only been successful login events and that user's mobile device was no longer fully supported.shared the following information with helpline: please confirm the phone model, whether it's just se or se 2 or se3, and if possible, also verify the app version. The helpline reported that the issue was resolved by the user, albeit without providing an explanation of the solution.the software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the (B)(4), version pch00112475.(most likely) root cause: the user's device is no longer fully supported, indicating a probable root cause. Analysis summary: user reported issue resolved. Likely through application update. Esf number: afc code: fb34af compatibility issue, software requirement document number: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a software error. The customer reported that the carelink logs out immediately after each login. The customer reported no adverse event. The event involved product(s) mmt-7333. Troubleshooting was performed for the reported event. The customer stated that losing an internet connection led up to the event. Unable to resolve with existing troubleshooting or labeled instructions, the issue escalated. No harm requiring medical intervention was reported. No product return is required for mmt-7333.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.